Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented at a follow-up in clinic. Upon interrogation, it was noted, that both the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing and high capture thresholds. Programming changes were made on the ra lead. And the rv lead was explanted and replaced. The patient was in stable condition.